Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was replaced due to dislodgement. The dislodgement was discovered via x-ray images a few days post implant. This lead is not expected to be returned as it was disposed. No additional adverse patient effects were reported.